Manufacturer narrative:
Manufacturing received a vela front panel. The vela front panel was visually inspected. A small chip on the touch screen was noted. The vela front panel was installed in known good unit. The touch screen calibration test failed intermittently. The chip in the touch screen can cause intermittent failures.

Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and status of the patient. As of (B)(6) 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4): a carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device, reproduced the reported event and determined that the most likely cause was a malfunctioning touch screen. The field service representative replaced the device's front panel assembly and ran the device through a complete checkout per the service manual to ensure that it meets factory specifications. Upon completion the device was returned to the user facility's control ready to be placed back into service.

Event description:
The user facility biomed reported that during use on a patient the device's touch screen freezing up (unresponsive to touch). The patient was removed from the device and placed on another device with no harm to the patient.